Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump passed the functional testing. The drive support disk was inspected and no anomaly was noted. The insulin pump had normal operating currents and no battery alarms were noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube, cracked belt clip slot and a missing end cap sticker.

Event description:
Customer reported that the insulin pump returned a button error alarm earlier in the day of the call. Customer reported that the buttons on the insulin pump's keypad were delayed in response or not responding at all. Customer did not recall any significant events leading up to the button error alarm. Customer reported that the keypad became unresponsive during bolus. Customer also reported that the insulin pump returned a battery out limit and a weak battery alarm. Blood glucose level was 338 mg/dl at the time of the call. No further information was provided.